Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3cm cut line. The jaw of the reload was open. Staple pushers were visible at the 4cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The buttress materials were dislodged from the reload sutures. Staple pushers on the proximal side were pushed back to the cartridge. It was reported that excessive load was detected during use and the instrument fired partially. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); sigphandle sig power sigphandle handle (serial unknown); sigpshell sig power sigpshell control shell (lot unknown); sigadaptstnd sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted pancreaticoduodenectomy (whipple procedure), in gastric resection, while firing the reinforced black 60 millimeter (mm) reload, the firing stopped due to excessive force detected. A new non-reinforced black reload of the same length was used, but it also stopped firing midway with the same excessive force. To resolve the issue, a new handle, a dapter, and black reload were used. There was no patient injury.